Event description:
Reference number (B)(4). Event occurred in united states. On (B)(6) 2025 the patient called to report high blood glucose (bg) levels that reached 404mg/dl and lasted an hour. The patient stated that there was wetness around and some blood on the infusion site and believed that the infusion set was not inserted properly. No further information was available.